Manufacturer narrative:
The device was used for an off-label indication. The indication the device was used for was ezw. Concomitant medical products: product ID: 3093-28, lot# v287787, implanted: (B)(6) 2009, product type: lead. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3093-28, lot# v287787, implanted: (B)(6) 2009, product type: lead. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
The health care professional (hcp) reported that the patient had the implantable neurostimulator (ins) removed. It was removed one day after it was implanted and it was removed because the ins did not do anything. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim. No outcome, cause, or troubleshooting performed was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.